Event description:
The customer stated that an elevated architect ca 125 result was generated with lot 29257m500. The patient was initially tested on (B)(6) 2014 and a result of 100 u/ml was generated. The sample was repeated and a result of 108 u/ml was generated. The patient returned on (B)(6) 2014 and a result of 111.4 u/ml was generated. On (B)(6) 2014 the samples were repeated. The sample from (B)(6) 2014 generated a result of 105 u/ml and the sample from (B)(6) 2014 generated a result of 111.2 u/ml. One of the samples was then run on another analyzer with a new reagent from the same lot (29257m500) and results of 112 and 118.1 u/ml were generated. The sample was then taken to another laboratory and was tested with the same lot (29257m500) and a result of 97 u/ml was generated. The sample was sent to another laboratory and tested with a roche instrument and a result of 15.23 u/ml was generated and testing was performed on an architect analyzer with lot 33259m500 and a result of 14 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
The customer observed a falsely elevated patient result, while using architect ca 125 ii, lot 29257m500. Review of ticket trending data did not identify an increase in complaint activity related to the complaint issue. However, an increase was identified for likely cause lot 29257m500 related to patient results. Accuracy testing was completed using retained kits of architect ca 125 ii reagent lot 29257m500. Acceptance criteria was met, which indicates acceptable product performance. Additionally, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis (including the lot under investigation) read patient results consistently. The architect ca 125 ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.